Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5146314/5147229.

Event description:
It was reported that patient had a charging burden and experienced inadequate stimulation due to high impedances on the lead. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively, and all explanted device components will not be returned as they were kept by the facility.